Manufacturer narrative:
(B)(4). Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. The motor was removed and tested outside the pump casing and passed. No unexpected motor anomalies due to magnetic field were noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was exposed to magnetic field and it was switched off by itself. Blood glucose was unknown. The insulin pump will be returned for analysis.